Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and was found to have no v capture due to lead being out of place, secondary to presumed twiddlers syndrome. Lead revision was performed. Difficulties retracting the helix during the reposition was noted. Finally, it was able to get the helix back in, but then could not deploy once new position found. The lead was explanted and replaced. The patient was stable.